Event description:
The customer alleged that the 840 ventilator failed to alarm when a pt became disconnected. The pt subsequently died. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The alarm logs show that the ventilator did detect and register the disconnect condition. The device was tested numerous times and it was shown that the unit's audible alarm responded to every simulated pt disconnect event and that those events were registered in the alarm logs. The unit passed extended self testing. No parts were replaced. It is believed that no malfunction of the device occurred and the pt's death was not a result of any device failure.